Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient reported pain and is not progressing as expected. The results of an integrity test done (B) (6), 2008 indicated multiple electrode anomalies. The results of an x ray indicate partial insertion and possible tip fold over. Reprogramming of the speech processor alleviated the problems. Per the audiologist, the patient reported pain and decrease in quality of hearing on (B) (6), 2009. The results of another integrity test done the same day indicate a soft failure. Explant and reimplantation is planned, but had not taken place at the time of this report april 29, 2009.